Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial# (B)(4), product type: programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2022, information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. The reason for call was caller stated that for some reason the screen of the controller goes blank/unresponsive and it seems like the controller doesn't keep the stimulation turned on. Caller stated the battery of the controller seems to run out quickly; they will use it for one day and then it is "dead" or depleted. Caller stated they think the settings change on their own. Agent did not ask about the circumstances that led to the reported issue. Agent walked caller through removing the battery pack and plugging controller into the ac power cord; confirmed controller powers on. Caller inserted the battery pack and confirmed controller is 70 percent and implant is 30 percent. Caller confirmed no physical damage on recharger cord, pins, nor controller connector port pins . Caller blew in port of controller and wiped pins on the bottom of the recharger to ensure no debris. Caller then connected recharger and confirmed charging excellent. Agent stayed on the line with caller for a few minutes and caller confirmed that the controller depleted to 60 percent and the implant increased to 40 percent. Agent walked caller through turning stimulation on. Agent reviewed with caller everything appears to be working as intended and instructed to monitor the issue and call back if it persists. The troubleshooting steps that were taken on the call resolved the issue. No symptoms were reported. On (B)(6) 2022, the pt called back saying they were having trouble with the device charging or discharging. Pt said they would charge in the morning, but by the next morning the battery would be drained and said this was the same issue as when they called in before. Pt was at first confused on what battery was draining (when they called in previously in the call codes of this case pt said it was the controller battery), but was able to confirm the ins battery (bottom battery on the screen) was the one depleting faster than before. Pt repeated they met with a rep before who said the stimulation intensity was low and didn't know how it was giving pt relief, (which pt said it wasn't) and they turned everything up, but pt noticed the ins battery was draining before and after that. Pt said they had an appointment with their doctor, but the rep didn't go and then the rep called pt and told pt to call ps. Pss reviewed with pt that charge frequency was based on settings/usage and redirected to hcp/rep to check the ins/settings in person. Pss sent fyi to rep pt mentioned working with.

Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6), product type programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported the cause of the implant draining fast was the ins was set too high. The patient set it to a lower setting. The patient thought that the cause of the stimulation not staying turned on was the settings were too high. The patient stated they needed to see their doctor in order to resolve the issue.